Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, (B)(4) showed no significant anomalies. Due to the nature of the allegation, an impedance test was performed and good impedance were observed using the clinician programmer. The device passed final functional testing and it was reported there was good, stable output on the electrode pairs as received and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the battery did not work. The rep stated there was no environmental, external, or patient factors that may have led or contributed to the issue. The rep stated the impedance check lead did not test well and a new battery was used and the issue resolved. The rep stated the issue was resolved at the time of the report. The rep stated when testing the lead, they were getting impedance with the battery, the rep used a different battery and everything test good. It was noted the battery was never implanted. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.